Event description:
It was reported that on 03 July 2026, a 29 mm Navitor Vision Valve was selected for implant using a Large Navitor Loading System and a Large FlexNav Delivery System. Pre-dilatation was performed using a 22 mm non-Abbott balloon, and the balloon diameter did not exceed the minimum annular diameter. The native valve measurements included a perimeter-derived diameter of 26 mm and a LVOT measurement of 26.3 mm. In the user's opinion, there was sufficient calcium present to allow anchoring of the device. During the procedure, the initial valve position was reported as 3 mm in the RAO 2-cusp view. The view was subsequently rotated to the LAO view, and valve position was confirmed. It was noted that the valve was high on the non-coronary cusp (NCC) side at 1.5 mm, with the view off the annular plane. During position confirmation, the pigtail catheter was not positioned at the deepest point, reportedly providing a false sense of depth. The implant depth at 80% deployment was reported as 2 mm on the NCC side and 3 mm on the left coronary cusp (LCC) side. Prior to final deployment, the delivery system was neutral/slight forward pressure and guidewire pulled to a midventricular position to deflect the nosecone. The valve was not resheathed more than two times. The valve fully released, and all three tabs were reportedly confirmed released. Upon final valve release, the valve was observed to slowly move upward. The reporter notified the team that the valve was moving. The valve subsequently opened fully and migrated toward the aorta, moving upward on the NCC side, where the base of the stent frame opened into the cusp. Discussion occurred regarding snaring the valve and implanting a new valve; however, no attempt was made to snare or reposition the valve, no surgical intervention was performed, and no second transcatheter valve was implanted. No coronary artery obstruction was reported. No entanglement between the delivery system and valve was reported during delivery system removal, and no deployment or retraction difficulties were reported. Multiple angiograms and echocardiograms were then performed. Mild perivalvular aortic regurgitation (AR) and a mean gradient of 10 mmHg were reported. No eccentric calcification or anatomical/tissue interference affecting valve expansion was reported. No non-uniform expansion/incomplete stent opening was observed, as the stent frame was reported to extend across to the LCC side in both views and appeared to occupy the annulus. No intervention was performed to treat the mild AR. The patient remained hemodynamically stable throughout the procedure. The final decision was to assess the patient over the weekend, obtain a computed tomography (CT) scan, and consider surgical bailout if indicated based on the CT findings. The final conclusion reported was that the combination of frame alignment resulting in a view off the annular plane and the valve being at a depth of 1.5 mm on the NCC side in view number 2 led to the valve "slipping" upward on that side before occupying the sinus space. The implanter believed the cause of migration was that the valve was positioned too high. The patient remained hospitalized over the weekend in order to undergo CT evaluation. No clinically significant delay was reported, and no issues or adverse events during or after the procedure were reported. The echocardiogram closest to discharge demonstrated mild AR, which was considered acceptable by the physician. The healthcare professional stated that they did not believe the patient experienced adverse health consequences due to the performance of the product. The CT scan reportedly confirmed that the valve was stable and that sealing was present around the annular level despite the frame being open in the NCC. No additional intervention was required and the patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.